Event description:
The left monitor goes on and off by itself. There was no injury to the patient.

Manufacturer narrative:
The ge service rep removed and replaced the left monitor. Machine worked as intended.